Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited an increase in pacing thresholds, up from 478 ohms at implant to 2175 ohms currently. It was also reported that the pacing thresholds had increased, up from 1.2v@0.5ms to 4v@0.2ms currently. A guidant technical services consultant discussed investigating the cause of the increase in both pacing impedance and pacing thresholds, as this could indicate a potential lead issue.